Manufacturer narrative:
Insulin pump was not received in stuck manufacturing mode. Unit passed displacement test sleep current measurement and active current measurement within specifications. Insulin pump was returned for power loss error and low battery alarm. Detailed trace analysis confirmed alarms was triggered when backup battery unloaded voltage (ul vlith) was less than 3.5v for consecutive 240 minutes. Analysis of micro timer in detail trace confirmed that the root cause is the non-sleep anomaly software error. No replace battery now alarm noted during testing. Unit was received with cracked retainer, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had recurring replace battery now alarms. The customer was assisted with troubleshooting. The customer's blood glucose level was unknown at the time of the call. It was reported that the alarm occurred every three days and did not occur less than ten hours from a low battery alert. It was not clearly indicated whether the battery cap was damaged or not. There was no clear indication of the issue being resolved during troubleshooting, but it was indicated that the customer was asked to return the broken insulin pump. The insulin pump will no be returned for analysis.